Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: per customer's complaint of vapr vue wireless footswitch failed, unit was evaluated and found that the transmitter antenna was disconnected from the transmitter pcb. To correct the problem; reconnected back the transmitter antenna to the transmitter pcb. Unit passed all testing. Performed service bulletins. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a rotator cuff repair, a vapr vue wireless footswitch with serial number (B)(4) failed. An error on the machine said "low reception, see ser manual." The case was completed with a wired footswitch with no consequences to the patient.